Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump displays a replace battery alarm immediately after inserting a new lithium battery. Several different brands of lithium batteries were used, however the issue remained. The pump reportedly only functioned when a new alkaline battery was inserted into the pump and the battery type was set to lithium. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.